Manufacturer narrative:
Visual evaluation pf product under 65x magnification showed the enter head of the implant is severely scraped with a large crack on side, threads ace partially scraped also.

Event description:
#13 implant was spined and slight infection.